Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and it was noted that the bladder was ruptured. The ruptured bladder was microscopically examined for signs of abnormality that may have caused the rupture and no issue were noted. The reported condition was verified. The cause of the reported condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of the event reportedly occurred on an unknown date in (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor burst during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Lot was manufactured june 27, 2017 - june 28, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.